Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusions. There was no reported impact to the customer's blood glucose level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions as they had occurred in the past.

Event description:
Review of the pump's t:connect logs indicated that the customer's blood glucose level was 246 mg/dl.